Event description:
It was reported that pump touchscreen was cracked and shattered during cartridge change process, and caller confirmed damage underneath screen protector while still being able to use pump. There was no reported impact to the customer¿s blood glucose level. Customer planned to use backup insulin pump for insulin delivery, and technical support arranged replacement pump under warranty.